Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged having sinus infections due to using the machine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of black particles in the tubing/chamber and sinus infections from using the device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was observed in the base unit. Although no black particles were present in the blower box, foam degradation was confirmed when using the fitt tool. Secondary findings: · pil observed an unknown gray contamination on and around the iso port. Slight fibrous contamination was also present at this location. · pil observed dust like and fibrous contamination inside the bottom enclosure. An unknown reddish contamination was observed in the seam area of the bottom enclosure. · a white dust like contamination was observed on the iso port o-ring seal. · pil observed white and gray contamination on the air inlet of the blower box at the filter area. The gray contamination is consistent with keratin. Ref er2243857v01. · there were potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. · pil observed an unknown white (dust like) contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. · dust-like and fibrous contamination was present on the blower outlet seal. · the source of the contamination in the secondary findings is most likely external to the device. · pil observed multiple dust like and fibrous contamination on and inside the tubing connector. A white crusty residue was also present, consistent with water deposits. · pil observed heavy white water deposit residue throughout the humidifier water tank. · bio contamination was observed on the flip lid seal, as well as a yellow discoloration. · multiple unknown contamination was observed throughout the humidifier bottom enclosure. · pil observed a white contamination and long hairlike contamination on the drybox seal. A yellow discoloration was also observed. · an unknown white particulate was observed on the outside of the humidifier rear panel. Multiple unknown contamination was observed on the inside of the rear panel. · multiple unknown contamination was observed on the drybox exterior. · evidence of potential water ingress was present on the heater plate bottom. · the source of the contamination in the secondary findings is most likely external to the device. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was able to confirm the presence of degraded sound abatement foam. Pil did not, however, observe any foam particulates in the blower box. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil is unable to address the patient's symptoms. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3 have been updated or corrected.